Event description:
It was reported that the patient was experiencing loss of stimulation. It was also noted that the patients ipg was nonfunctional wherein, the ipg reached over 10 years old. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.